Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Additionally, it was reported that the customer was hospitalized, cause unknown. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.